Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) an open shock fault code was noted. No adverse patient effects have been reported.

Manufacturer narrative:
Resolution was requested from the field. It was reported that the positive df pin was removed from the header, reset into the header and re-tightened. Information suggests this device remains in-service. Should additional information become available, this event will be updated.